Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse confirmed the psm was broken and noted the problem was a collision between psm 1 and the endoscope camera manipulator (ecm). The fse replaced the psm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The psm was returned for failure analysis, and the reported failure (physical damage along axis 5) was able to be confirmed during visual inspection. It was noted the front linear bearings would be replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the hospital staff was replacing an instrument for another one to use during the surgery, but the staff applied excessive force to the patient side manipulator (psm) causing the insertion axis to break. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system was checked before the procedure with no issues. After psm 3 broke, the surgeon shifted over to psm 4 to continue the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The customer continued the surgery after moving the instrument to patient side manipulator (psm) 4 to continue the procedure. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.